Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('a small metallic foreign body measuring approximately 2 mm is identified on the right side of the lesser pelvis') in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nevus (reported benign) in 1995, pregnancy (2), parity 1, abortion (1), asthma, melanoma (stage iiib with the presence of a braf mutation; several pathological lymph nodes were observed in the left armpit, with loss of fatty hilum, of 38 mm in size, the largest in level I. Braf mutational study was requested, showing mutation in v600e) and eye operation (myopia and astigmatism). No toxic habits. Concurrent conditions included drug allergy and grass allergy. Family history included pancreatic cancer ((B)(6)-year-old paternal grandfather). Concomitant products included dabrafenib and trametinib for adjuvant therapy. On an unknown date, the patient had essure inserted. In 2012, the patient underwent wrist surgery ("operated on for synovial cyst on left wrist"). In (B)(6) 2018, the patient was found to have weight decreased ("weight loss of 11 kg"). In (B)(6) 2018, the patient was found to have neoplasm ("tumours in the left armpit / nodule in the left armpit / lymphoganglionic metastasis of amelanotic melanoma"). On (B)(6) 2019, the patient underwent mole excision ("excision of 2 suspect nevi on the back"). On (B)(6) 2020, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), swelling ("swelling"), insomnia ("insomnia"), muscle spasms ("muscle spasms"), back pain ("constant lower back pain / chronic lower back pain"), amnesia ("memory loss"), pruritus ("itching of the body and hips"), alopecia ("hair loss"), onychoclasis ("brittle nails"), abdominal pain upper ("stomach pain"), metal poisoning ("metallosis"), thyroid mass ("bilateral thyroid nodules"), amenorrhoea ("amenorrhoea episodes"), dysgeusia ("metallic taste and bleeding from the gums have decreased"), gingival bleeding ("metallic taste and bleeding from the gums have decreased") and menorrhagia ("last period was long") and underwent axillary lymphadenectomy ("left axillary lymphadenectomy, with resection of 30 lymph nodes, 10 of them affected by melanoma metastasis"). The patient was treated with dexketoprofen trometamol (enantyum), metamizole, omeprazole, paracetamol and surgery (bilateral salpingectomy with complete extraction of the essure devices). Essure was removed on (B)(6) 2019. On (B)(6) 2020, the menorrhagia had resolved. At the time of the report, the pelvic pain, device breakage, genital haemorrhage, swelling, insomnia, muscle spasms, back pain, amnesia, alopecia, neoplasm, thyroid mass, wrist surgery, axillary lymphadenectomy, mole excision and dysgeusia outcome was unknown and the pruritus and gingival bleeding was resolving. The reporter provided no causality assessment for thyroid mass, weight decreased and wrist surgery with essure. The reporter considered abdominal pain upper, alopecia, amenorrhoea, amnesia, axillary lymphadenectomy, back pain, device breakage, dysgeusia, genital haemorrhage, gingival bleeding, insomnia, menorrhagia, metal poisoning, mole excision, muscle spasms, neoplasm, onychoclasis, pelvic pain, pruritus and swelling to be related to essure. The reporter commented: some discrepant information related to the date of insertion of the essure was visualized (2005 or 2009). Diagnostic results (normal ranges are provided in parenthesis if available): biopsy breast - on an unknown date: given the suspicion of occult breast carcinoma, a core node biopsy of the largest node is performed. Three passes with a 14-gauge needle. Gynaecological examination - on (B)(6) 2019: vulva is explored and the results are normal. Normal vagina. Cervix of normal appearance. On (B)(6) 2020: fallopian tubes without significant histological changes. Simple paratubal cyst. Haemoglobin - on (B)(6) 2019: pre-operative: 12,6 g/dl. Immunohistochemistry - on an unknown date: - ckae1/3 (cytokeratin ae1/ae3); oestrogens; progesterone; gata3; herceptest ki-67: 5% - e-cadherin, gata 3; cd-68; hmb-45; s100 +; melan-a +. Magnetic resonance imaging breast - on (B)(6) 2019: no nodules or enhancements were identified that, due to their morphology, distribution or kinetics, are suspicious of malignancy. In the left armpit, several pathological nodes were observed, rounded and with loss of the fatty hilum, the most prominent being 28 x 38 mm at level I, which had already been biopsied. - no lymphadenopathy is observed in the contralateral axilla or internal mammary chains. Mammogram - on (B)(6) 2019: no nodules or grouped microcalcifications were detected. In the left craniocaudal view, an area of asymmetry is observed in the external quadrants without nodularity in complementary ultrasound. Skin and areola-nipple complex without findings. On complementary ultrasound, no focal lesions are detected in the breast tissue layer. Several enlarged axillary nodes are observed, the largest having a minor axis of 2.4 cm, suspected of malignancy. Ophthalmological examination - on (B)(6) 2018: no alterations. Pathology test - on (B)(6) 2019: upper back skin: compound nevus. Lower back skin: intradermal melanocytic nevus. Physical breast examination - on an unknown date: no nodular lesions found upon palpation of the breast, but suspect axillary lymphadenopathies are palpated; no skin retraction or alterations in the areola-nipple complex found; no spontaneous discharge or discharge on nipple pressure test. Physical examination - on (B)(6) 2019: ecog score: 0; conscious and oriented patient, well hydrated, normal-colored, eupneic at rest; cardiac auscultation: rhythmic; pulmonary auscultation: normal respiratory sounds; abdomen: normal bowel sounds, soft and depressible, not painful on deep palpation; no signs of peritoneal irritation. Positron emission tomogram - on (B)(6) 2019: bilateral thyroid nodules; one with heterogeneous attenuation in right thyroid lobe of approximately 13 mm with discrete uptake of fluorodeoxyglucose (fdg) (maximum standardised uptake value [suvmax] 4.0) that we recommend confirming with ultrasound. Multiple left axillary lymphadenopathies, the largest being 3.5 x 2.6 cm with intense uptake of fluorodeoxyglucose (fdg) (maximum standardised uptake value [suvmax] up to 51.8), suggestive of malignancy. Small pulmonary nodule of subpleural location in left lower lobe (image 160 of lung rendering), nonspecific. Essure device. Discrete uptake of fluorodeoxyglucose (fdg) in the endometrial cavity of functional appearance. Proctoscopy - on (B)(6) 2019: progresses up to 35 cm of anal margin, being unable to progress further due to solid faecal remains. Upon withdrawal, the colonic mucosa is examined with no observation of mucosal or vascular lesions. Given the indication of the exam, random biopsies are taken.. X-ray of pelvis and hip - on (B)(6) 2020: a small metallic foreign body measuring approximately 2 mm is identified on the right side of the lesser pelvis. In the lesser pelvis, on the left side, a 4 mm calcification relating to a phlebolith is identified. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('a small metallic foreign body measuring approximately 2 mm is identified on the right side of the lesser pelvis') in a 49-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included mole excision (reported benign) in 1995, pregnancy (2), parity 1, abortion (1), asthma, melanoma (stage iiib with the presence of a braf mutation; several pathological lymph nodes were observed in the left armpit, with loss of fatty hilum, of 38 mm in size, the largest in level I. Braf mutational study was requested, showing mutation in v600e) and eye operation (myopia and astigmatism). No toxic habits. Concurrent conditions included drug allergy and grass allergy. Family history included pancreatic cancer (85-year-old paternal grandfather). Concomitant products included dabrafenib and trametinib for adjuvant therapy. On an unknown date, the patient had essure inserted. In 2012, the patient underwent synovial cyst removal ("operated on for synovial cyst on left wrist"). In (B)(6) 2018, the patient was found to have weight decreased ("weight loss of 11 kg"). In (B)(6) 2018, the patient was found to have metastases to lymph nodes ("tumors in the left armpit / nodule in the left armpit / lymphoganglionic metastasis of amelanotic melanoma"). On (B)(6) 2019, the patient underwent mole excision ("excision of 2 suspect nevi on the back"). On (B)(6) 2020, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), swelling ("swelling"), insomnia ("insomnia"), muscle spasms ("muscle spasms"), back pain ("constant lower back pain / chronic lower back pain"), amnesia ("memory loss"), pruritus ("itching of the body and hips"), alopecia ("hair loss"), onychoclasis ("brittle nails"), abdominal pain upper ("stomach pain"), metal poisoning ("metallosis"), thyroid mass ("bilateral thyroid nodules"), amenorrhoea ("amenorrhoea episodes"), dysgeusia ("metallic taste and bleeding from the gums have decreased"), gingival bleeding ("metallic taste and bleeding from the gums have decreased") and menorrhagia ("last period was long") and underwent axillary lymphadenectomy ("left axillary lymphadenectomy, with resection of 30 lymph nodes, 10 of them affected by melanoma metastasis"). The patient was treated with dexketoprofen trometamol (enantyum), metamizole, omeprazole, paracetamol and surgery (bilateral salpingectomy with complete extraction of the essure devices). Essure was removed on (B)(6) 2019. On (B)(6) 2020, the menorrhagia had resolved. At the time of the report, the pelvic pain, device breakage, genital haemorrhage, swelling, insomnia, muscle spasms, back pain, amnesia, alopecia, metastases to lymph nodes, thyroid mass, synovial cyst removal, axillary lymphadenectomy, mole excision and dysgeusia outcome was unknown and the pruritus and gingival bleeding was resolving. The reporter provided no causality assessment for synovial cyst removal, thyroid mass and weight decreased with essure. The reporter considered abdominal pain upper, alopecia, amenorrhoea, amnesia, axillary lymphadenectomy, back pain, device breakage, dysgeusia, genital haemorrhage, gingival bleeding, insomnia, menorrhagia, metal poisoning, metastases to lymph nodes, mole excision, muscle spasms, onychoclasis, pelvic pain, pruritus and swelling to be related to essure. The reporter commented: some discrepant information related to the date of insertion of the essure was visualized (2005 or 2009). Diagnostic results (normal ranges are provided in parenthesis if available): biopsy breast - on an unknown date: given the suspicion of occult breast carcinoma, a core node biopsy of the largest node is performed. Three passes with a 14-gauge needle.. Gynaecological examination - on (B)(6) 2019: vulva is explored and the results are normal. Normal vagina. Cervix of normal appearance.; on (B)(6) 2020: fallopian tubes without significant histological changes. Simple paratubal cyst. Haemoglobin - on (B)(6) 2019: pre-0perative: 12,6 g/dl. Immunohistochemistry - on an unknown date: - ckae1/3 (cytokeratin ae1/ae3); oestrogens; progesterone; gata3; herceptest ki-67: 5% - e-cadherin - gata 3; cd-68; hmb-45; s100 +; melan-a +. Magnetic resonance imaging breast - on (B)(6) 2019: no nodules or enhancements were identified that, due to their morphology, distribution or kinetics, are suspicious of malignancy. In the left armpit, several pathological nodes were observed, rounded and with loss of the fatty hilum, the most prominent being 28 x 38 mm at level I, which had already been biopsied. - no lymphadenopathy is observed in the contralateral axilla or internal mammary chains. Mammogram - on (B)(6) 2019: no nodules or grouped microcaicifications were detected. In the left craniocaudal view, an area of asymmetry is observed in the external quadrants without nodularity in complementary ultrasound. Skin and areola-nipple complex without findings. On complementary ultrasound, no focal lesions are detected in the breast tissue layer. Several enlarged axillary nodes are observed, the largest having a minor axis of 2.4 cm, suspected of malignancy. Ophthalmological examination - on (B)(6) 2018: no alterations. Pathology test - on (B)(6) 2019: upper back skin: compound nevus. Lower back skin: intradermal melanocytic nevus. Physical breast examination - on an unknown date: no nodular lesions found upon palpation of the breast, but suspect axillary lymphadenopathies are palpated; no skin retraction or alterations in the areola-nipple complex found; no spontaneous discharge or discharge on nipple pressure test. Physical examination - on (B)(6) 2019: ecog score: 0; conscious and oriented patient, well hydrated, normal-colored, eupneic at rest; cardiac auscultation: rhythmic; pulmonary auscultation: normal respiratory sounds; abdomen: normal bowel sounds, soft and depressible, not painful on deep palpation; no signs of peritoneal irritation. Positron emission tomogram - on (B)(6) 2019: bilateral thyroid nodules; one with heterogeneous attenuation in right thyroid lobe of approximately 13 mm with discrete uptake of fluorodeoxyglucose (fdg) (maximum standardised uptake value [suvmax] 4.0) that we recommend confirming with ultrasound. - multiple left axillary lymphadenopathies, the largest being 3.5 x 2.6 cm with intense uptake of fluorodeoxyglucose (fdg) (maximum standardised uptake value [suvmax] up to 51.8), suggestive of malignancy. - small pulmonary nodule of subpleural location in left lower lobe (image 160 of lung rendering), nonspecific. - essure device. Discrete uptake of fluorodeoxyglucose (fdg) in the endometrial cavity of functional appearance.. Proctoscopy - on (B)(6) 2019: progresses up to 35 cm of anal margin, being unable to progress further due to solid faecal remains. Upon withdrawal, the colonic mucosa is examined with no observation of mucosal or vascular lesions. Given the indication of the exam, random biopsies are taken. X-ray of pelvis and hip - on (B)(6) 2020: a small metallic foreign body measuring approximately 2 mm is identified on the right side of the lesser pelvis. In the lesser pelvis, on the left side, a 4 mm calcification relating to a phlebolith is identified.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain since insertion, recurrent'), device breakage ('a small metallic foreign body measuring approximately 2 mm is identified on the right side of the lesser pelvis, in right iliac fossa') and device dislocation ('left essure normal, right essure not visualized') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea on (B)(6) 2009, dysthymic disorder on (B)(6) 2007, nervousness in 2006, discouragement in 2006, mole excision (reported benign) in 1995, pregnancy (2), parity 1, abortion (1), asthma and eye operation (myopia and astigmatism). No toxic habits. Previously administered products included for an unreported indication: utrogestan on (B)(6) 2009. Concurrent conditions included pollinosis since 2003, drug allergy and grass allergy. Family history included pancreatic cancer (85-year-old paternal grandfather). Concomitant products included dabrafenib from (B)(6) 2019 to (B)(6) 2019 and trametinib from (B)(6) 2019 to (B)(6) 2019 for adjuvant therapy. In 2009, the patient experienced back pain ("constant lower back pain / chronic lower back pain, recurrent "). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criterion intervention required) and menstrual disorder ("menstrual alterations since essure placement"), 4 days after insertion of essure. In 2012, the patient underwent synovial cyst removal ("operated on for synovial cyst on left wrist"). In 2013, the patient experienced dermatitis contact ("eczema with metal earrings"). On (B)(6) 2013, the patient experienced depressed mood ("sensation of depression"). On (B)(6) 2014, the patient experienced acne conglobata ("cellulitis scalp"). On (B)(6) 2014, the patient experienced lymphadenopathy ("adenopathies, scalp and neck / multiple left laterocervical and left occipital adenopathies"). On (B)(6) 2014, the patient experienced urogenital infection fungal ("urogenital candidiasis"). On (B)(6) 2015, the patient experienced fungal infection ("erythematous lesions in neck, pruriginous have appeared and new lesions in chest have appeared"). In (B)(6) 2018, the patient was found to have weight decreased ("weight loss of 11 kg"). On (B)(6) 2018, the patient experienced muscle contracture ("bilateral lumbar paravertebral contracture"). On (B)(6) 2018, the patient experienced vitamin b12 deficiency ("vitamin b12 deficit"). On (B)(6) 2019, the patient experienced dizziness ("dizziness after nuclear magnetic resonance"). On (B)(6) 2019, the patient experienced nausea ("nauseous sensation 1 day after nuclear magnetic resonance"). On (B)(6) 2019, the patient experienced device dislocation (seriousness criterion medically significant), coital bleeding ("bleeding with intercourse") and cervix inflammation ("a cervical inflammation, neck of the uterus"). On (B)(6) 2019, the patient experienced the first episode of insomnia ("insomnia recurrent") and anxiety ("anxiety"). On (B)(6) 2019, the patient was found to have malignant melanoma stage iii ("stage iiic melanoma of unknown primary with complete resection braf mutated") with metastases to lymph nodes and axillary lymphadenectomy. On (B)(6) 2019, the patient experienced disturbance in attention ("concentration difficulty"). On (B)(6) 2019, the patient experienced self esteem decreased ("self-steem decrease, hopelessness"), asthenia ("asthenia") and anhedonia ("anhedonia"). On (B)(6) 2019, the patient experienced memory impairment ("she is having a hard time retaining information, memory issues"). On (B)(6) 2019, the patient experienced ovarian cyst ("cyst image of 27 mm in right ovary") and anal incontinence ("episode of fecal incontinency"). On (B)(6) 2019, the patient experienced persistent corneal epithelial defect ("recurrent corneal erosions right eye"). On (B)(6) 2020, the patient experienced device breakage (seriousness criterion medically significant). On (B)(6) 2021, the patient experienced complication of device removal ("possible remains of essure after withdrawal, x-ray showed a metalic image of 1.8mm"). On an unknown date, the patient experienced pruritus ("itching of the body and hips"), genital haemorrhage ("excessive bleeding"), heavy menstrual bleeding ("last period was long"), amenorrhoea ("amenorrhoea episodes"), headache ("mild headache in context of menstruation / headache 4 days per week, recurrent"), metal poisoning ("metallosis"), swelling ("swelling"), the second episode of insomnia ("insomnia"), muscle spasms ("muscle spasms"), amnesia ("memory loss"), alopecia ("hair loss"), onychoclasis ("brittle nails"), abdominal pain upper ("stomach pain"), thyroid mass ("bilateral thyroid nodules"), dysgeusia ("metallic taste and bleeding from the gums have decreased"), gingival bleeding ("metallic taste and bleeding from the gums have decreased"), urinary incontinence ("urinary incontinency") and contrast media allergy ("ioidine contrast allergy reaction (appearance of isolated cutaneous pruriginous welts of small size)"). The patient was treated with betahistine hydrochloride (serc), ciprofloxacin, clindamycin, clotrimazole, cyanocobalamin (optovite b12), dexketoprofen, dexketoprofen trometamol (enantyum), diazepam, duloxetine hydrochloride (duloxetin generico), hyaluronate sodium;netilmicin sulfate;xanthan gum (xanternet), ibuprofen, ketoconazole, lorazepam, macrogol 400;propylene glycol (systane), metamizole, methylprednisolone aceponate (lexxema), omeprazole, paracetamol and surgery (bilateral salpingectomy with complete extraction of the essure devices in (B)(6) 2019 and excision of 2 suspect nevi on the back on (B)(6) 2019). Essure was removed on (B)(6) 2019. On (B)(6) 2020, the heavy menstrual bleeding had resolved. At the time of the report, the pelvic pain, device breakage, device dislocation, back pain, genital haemorrhage, menstrual disorder, dermatitis contact, headache, coital bleeding, swelling, the last episode of insomnia, muscle spasms, amnesia, alopecia, malignant melanoma stage iii, lymphadenopathy, weight decreased, thyroid mass, synovial cyst removal, depressed mood, urogenital infection fungal, acne conglobata, fungal infection, vitamin b12 deficiency, muscle contracture, nausea, dizziness, anxiety, disturbance in attention, self esteem decreased, asthenia, memory impairment, anhedonia, urinary incontinence, ovarian cyst, anal incontinence, persistent corneal epithelial defect, contrast media allergy, cervix inflammation and complication of device removal outcome was unknown and the pruritus, dysgeusia and gingival bleeding was resolving. The reporter provided no causality assessment for synovial cyst removal, thyroid mass and weight decreased with essure. The reporter considered abdominal pain upper, acne conglobata, alopecia, amenorrhoea, amnesia, anal incontinence, anhedonia, anxiety, asthenia, back pain, cervix inflammation, coital bleeding, complication of device removal, contrast media allergy, depressed mood, dermatitis contact, device breakage, device dislocation, disturbance in attention, dizziness, dysgeusia, fungal infection, genital haemorrhage, gingival bleeding, headache, heavy menstrual bleeding, lymphadenopathy, malignant melanoma stage iii, memory impairment, menstrual disorder, metal poisoning, muscle contracture, muscle spasms, nausea, onychoclasis, ovarian cyst, pelvic pain, persistent corneal epithelial defect, pruritus, self esteem decreased, swelling, urinary incontinence, urogenital infection fungal, vitamin b12 deficiency, the first episode of insomnia and the second episode of insomnia to be related to essure. The reporter commented: some discrepant information related to the date of insertion of the essure was visualized (2005 or 2009). Both essure devices are placed without difficulty, 4 coils in the left tube and e coils in the right tube. On (B)(6) 2015 erythematous lesions in neck, pruriginous, have appeared. She has used lexxema and they have grown. Topical ketoconazole prescribed due to possible mycosis. Dose decrease of dabrafenib to half due to severe adverse event (hyperpyrexia reaction + rash). She describes blurry vision, dry eye, pricking-type pain in eye that she also relates to chemotherapy, on (B)(6) 2019 low-grade fever and arthritis secondary to chemotherapy, on (B)(6) 2019 vesical hyperactivity apparently secondary to chemotherapy treatment. On (B)(6) 2019 essure removal. Without incidents. On (B)(6) 2020 myopathy secondary to chemotherapy, treated with paracetamol 100 mg. On (B)(6) 2020 and 26-jan-2021: test: CT scan chest/abdomen/pelvis with contrast, no signs of tumoral relapse without changes compared to previous CT scan. On (B)(6) 2021 vertebral aches. She refers partial improvement. On (B)(6) 2021: chronic pain that she cannot control with analgesia. Duloxetin increased to 60 mg. On (B)(6) 2021 capsaicin path on axillary scar region + armpit + internal proximal edge of arm. Diagnosis lymphadenoma of left upper limb stage 0 secondary to melanoma unidentified. Sequalae post-surgery left armpit. Left epicondylitis. On (B)(6) 2021 osteoarthritis of the lumbosacral spine without myelopathy or radiculopathy ((B)(6) 2021). Muscle contracture ((B)(6) 2021), unspecified scoliosis ((B)(6) 2021). Prescribed medication arcoxia 1 tablet after breakfast for 1 month. Nolotil 575 mg, paracetamol 1 g, 1 tablet every 6 hours. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: ioidine contrast allergy reaction (appearance of isolated cutaneous pruriginous welts of small size). Braf gene mutation - on an unknown date: mutation in v600e. Biopsy breast - on an unknown date: given the suspicion of occult breast carcinoma, a core node biopsy of the largest node is performed. Three passes with a 14-gauge needle. Computerised tomogram - in (B)(6) 2019: unremarkable; on (B)(6) 2020: chest-abdominal CT scan with contrast. Reason for test: stage iiic melanoma, operated on. Radiological diagnosis: test without tumoral relapse data; on (B)(6) 2021: no metallic fragments identified. Gynaecological examination - on (B)(6) 2019: a cervical inflammation (neck of the uterus) is detected; on (B)(6) 2019: vulva is explored and the results are normal. Normal vagina. Cervix of normal appearance.; on (B)(6) 2020: fallopian tubes without significant histological changes. Simple paratubal cyst.. Haemoglobin - on (B)(6) 2019: pre-0perative: 12,6 g/dl.. Hysteroscopy - on (B)(6) 2019: both tubal ostia visible, normal. No essure traces observed in cavity. Imaging procedure - on (B)(6) 2019: left essure normal, right essure not visualize, normal adnexa. Immunohistochemistry - on an unknown date: - ckae1/3 (cytokeratin ae1/ae3); - oestrogens; - progesterone; - gata3; - herceptest ki-67: 5% - e-cadherin - - gata 3; - cd-68; - hmb-45; - s100 +; - melan-a +. Magnetic resonance imaging - on (B)(6) 2021: did not identify metal fragments. Magnetic resonance imaging breast - on (B)(6) 2019: no nodules or enhancements were identified that, due to their morphology, distribution or kinetics, are suspicious of malignancy. In the left armpit, several pathological nodes were observed, rounded and with loss of the fatty hilum, the most prominent being 28 x 38 mm at level I, which had already been biopsied. - no lymphadenopathy is observed in the contralateral axilla or internal mammary chains. Magnetic resonance imaging head - on (B)(6) 2019: unremarkable. Mammogram - on (B)(6) 2019: no nodules or grouped microcaicifications were detected. In the left craniocaudal view, an area of asymmetry is observed in the external quadrants without nodularity in complementary ultrasound. Skin and areola-nipple complex without findings. On complementary ultrasound, no focal lesions are detected in the breast tissue layer. Several enlarged axillary nodes are observed, the largest having a minor axis of 2.4 cm, suspected of malignancy. Ophthalmological examination - on (B)(6) 2018: no alterations. Pathology test - in (B)(6) 2019: pathological anatomy: nodes in left armpit: lymphoganglionar metastasis of amelanocytic melanoma.; on (B)(6) 2019: upper back skin: compound nevus, lower back skin: intradermal melanocytic nevus; on (B)(6) 2019: fallopian tubes without significant histological alterations. Simple paratubal cyst. Physical breast examination - on an unknown date: no nodular lesions found upon palpation of the breast, but suspect axillary lymphadenopathies are palpated; no skin retraction or alterations in the areola-nipple complex found; no spontaneous discharge or discharge on nipple pressure test.. Physical examination - on (B)(6) 2019: ecog score: 0; conscious and oriented patient, well hydrated, normal-colored, eupneic at rest; cardiac auscultation: rhythmic; pulmonary auscultation: normal respiratory sounds; abdomen: normal bowel sounds, soft and depressible, not painful on deep palpation; no signs of peritoneal irritation. Positron emission tomogram - on (B)(6) 2019: bilateral thyroid nodules; one with heterogeneous attenuation in right thyroid lobe of approximately 13 mm with discrete uptake of fluorodeoxyglucose (fdg) (maximum standardised uptake value [suvmax] 4.0) that we recommend confirming with ultrasound. - multiple left axillary lymphadenopathies, the largest being 3.5 x 2.6 cm with intense uptake of fluorodeoxyglucose (fdg) (maximum standardised uptake value [suvmax] up to 51.8), suggestive of malignancy. - small pulmonary nodule of subpleural location in left lower lobe (image 160 of lung rendering), nonspecific. - essure device. Discrete uptake of fluorodeoxyglucose (fdg) in the endometrial cavity of functional appearance.; in (B)(6) 2019: thyroid nodes to correlate with ultrasound; on (B)(6) 2020: comparison with pet-CT scan in (B)(6) 2019. Diagnostic judgment: postsurgical changes. No relapse evidence. Proctoscopy - on (B)(6) 2019: progresses up to 35 cm of anal margin, being unable to progress further due to solid faecal remains. Upon withdrawal, the colonic mucosa is examined with no observation of mucosal or vascular lesions. Given the indication of the exam, random biopsies are taken. Specialist consultation - on (B)(6) 2020: gynecology consultations and an ultrasound was performed to contrast the finding of a supposed essure fragment in the pelvis, without being able to identify it. It is known that the patient insists on surgery, but given the absence of symptoms, it was decided to request a new control x-ray; on (B)(6) 2020: gynecology consultation to review the results of the tests, and the report of this care states that an MRI is requested to assess whether the fragment is outside or inside the uterus for a possible surgical approach; on (B)(6) 2021: gynecology consultations for a second opinion on possible remains of essure after withdrawal, previous imaging tests to control the foreign body, which were performed in august (echo) and (B)(6) 2020 (nmr) and (B)(6) 2021 (CT scan), without confirming the presence of metal fragments in any of them. The x-ray performed on march 17 shows a metallic image of 1.8 mm, but it is known that follow-up is recommended. The patient wishes to have the remains removed. Ultrasound pelvis - on (B)(6) 2010: in proximal third of both uterine tubes, hyperechogenic bands are observed which should represente inserted essures; on (B)(6) 2019: a cyst in the right fallopian tube appears as a finding. The left essure is visualized, but the right essure cannot be visualized; on (B)(6) 2020: no image compatible with essure fragment was identified in ultrasound. Ultrasound scan - on (B)(6) 2019: normal kidneys. Simple cyst image of 27 mm in right ovary; on (B)(6) 2019: without pathological findings in kidneys nor bladder. Ultrasound thyroid - in (B)(6) 2019: thyroid nodes. X-ray of pelvis and hip - on (B)(6) 2020: a small metallic foreign body measuring approximately 2 mm is identified on the right side of the lesser pelvis. In the lesser pelvis, on the left side, a 4 mm calcification relating to a phlebolith is identified; on (B)(6) 2020: the presence of a foreign body in the pelvis; on (B)(6) 2020: 2-mm metallic fragment in right iliac fossa. No essure fragment is observed in internal genital apparatus; on (B)(6) 2021: shows a metallic image of 1.8 mm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-jan-2022: quality safety evaluation of product technical complaint (ptc). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain since insertion, recurrent"), device breakage ("a small metallic foreign body measuring approximately 2 mm is identified on the right side of the lesser pelvis, in right iliac fossa") and device dislocation ("left essure normal, right essure not visualized") in a 40 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("possible remains of essure after withdrawal, x-ray showed a metalic image of 1.8mm" on (B)(6) 2021). The patient had a medical history of dysmenorrhea in 2009, dysthymic disorder in 2007, discouragement and nervousness in 2006, mole excision (reported benign) in 1995 and urinary tract infection, muscle contracture, hematuria, anxiety, headache, nonsmoker, eye operation (myopia and astigmatism), asthma, abortion (1), parity 1 and pregnancy (2). No toxic habits. Previously administered products included: utrogestan. The patient had a family history of pancreatic cancer (85-year-old paternal grandfather). Concurrent conditions were listed as pollinosis since 2003 as well as grass allergy and drug allergy. Concomitant products included trametinib for adjuvant therapy from 11-apr-2019 to (B)(6) 2019 and dabrafenib for adjuvant therapy from (B)(6) 2019 to (B)(6) 2019. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 4 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required) and menstrual disorder ("menstrual alterations since essure placement"). In 2009 she experienced back pain ("constant lower back pain / chronic lower back pain, recurrent "). In 2012 she underwent synovial cyst removal ("operated on for synovial cyst on left wrist"). In (B)(6) 2013 she experienced fibromyalgia ("possible fibromyalgia"). On (B)(6) 2013 she experienced depressed mood ("sensation of depression"). In 2013 she experienced dermatitis contact ("eczema with metal earrings"). On (B)(6) 2014 she experienced acne conglobata ("cellulitis scalp"). On (B)(6) 2014 she experienced lymphadenopathy ("adenopathies, scalp and neck / multiple left laterocervical and left occipital adenopathies"). On (B)(6) 2014 she experienced a first episode of urogenital infection fungal ("urogenital candidiasis"). On (B)(6) 2015 she experienced fungal infection ("erythematous lesions in neck, pruriginous have appeared and new lesions in chest have appeared"). In (B)(6) 2015 she experienced gastroenteritis ("gastroenteritis"). In (B)(6) 2018 she was found to have weight decreased ("weight loss of 11 kg"). On (B)(6) 2018 she experienced muscle contracture ("bilateral lumbar paravertebral contracture"). On (B)(6) 2018 she experienced vitamin b12 deficiency ("vitamin b12 deficit"). On (B)(6) 2019 she experienced dizziness ("dizziness after nuclear magnetic resonance"). On (B)(6) 2019 she experienced nausea ("nauseous sensation 1 day after nuclear magnetic resonance"). On (B)(6) 2019 she experienced device dislocation (seriousness criterion medically important), coital bleeding ("bleeding with intercourse") and cervix inflammation ("a cervical inflammation, neck of the uterus"). On (B)(6) 2019 she experienced a first episode of insomnia ("insomnia recurrent") and anxiety ("anxiety"). On (B)(6) 2019 she was found to have malignant melanoma stage iii ("stage iiic melanoma of unknown primary with complete resection braf mutated"). On (B)(6) 2019 she experienced disturbance in attention ("concentration difficulty"). On (B)(6) 2019 she experienced self esteem decreased ("self-steem decrease, hopelessness"), asthenia ("asthenia") and anhedonia ("anhedonia"). On (B)(6) 2019 she experienced memory impairment ("she is having a hard time retaining information, memory issues"). On (B)(6) 2019 she experienced ovarian cyst ("cyst image of 27 mm in right ovary") and anal incontinence ("episode of fecal incontinency"). On (B)(6) 2019 she experienced persistent corneal epithelial defect ("recurrent corneal erosions right eye"). On (B)(6) 2020 she experienced device breakage (seriousness criterion intervention required). Essure was removed on (B)(6) 2022. An unknown time later she experienced pruritus ("itching of the body and hips"), genital haemorrhage ("excessive bleeding"), heavy menstrual bleeding ("last period was long"), amenorrhoea ("amenorrhoea episodes"), headache ("mild headache in context of menstruation / headache 4 days per week, recurrent"), metal poisoning ("metallosis"), swelling ("swelling"), a second episode of insomnia ("insomnia"), muscle spasms ("muscle spasms"), amnesia ("memory loss"), alopecia ("hair loss"), onychoclasis ("brittle nails"), abdominal pain upper ("stomach pain"), thyroid mass ("bilateral thyroid nodules"), dysgeusia ("metallic taste and bleeding from the gums have decreased"), gingival bleeding ("metallic taste and bleeding from the gums have decreased"), urinary incontinence ("urinary incontinency"), contrast media allergy ("ioidine contrast allergy reaction (appearance of isolated cutaneous pruriginous welts of small size)"), vulvovaginal pruritus ("vaginal itching"), abdominal distension ("bloating"), arthralgia ("joint pain"), menstruation irregular ("menstruation alteration") and a second episode of urogenital infection fungal ("urogenital candidiasis"), was found to have metastases to lymph nodes ("tumors in the left armpit / nodule in the left armpit / lymphoganglionic metastasis of amelanotic melanoma") and underwent axillary lymphadenectomy ("left axillary lymphadenectomy, with resection of 30 lymph nodes, 10 of them affected by melanoma metastasis"). The patient was treated with paracetamol, metamizole, omeprazole, enantyum (dexketoprofen trometamol), ibuprofen, ciprofloxacin, clindamycin, clotrimazole, lexxema (methylprednisolone aceponate), ketoconazole, dexketoprofen, diazepam, optovite b12 (cyanocobalamin), serc [betahistine hydrochloride], lorazepam, duloxetin generico (duloxetine hydrochloride), xanternet (hyaluronate sodium;netilmicin sulfate;xanthan gum) and systane (macrogol 400;propylene glycol) as well as surgery (bilateral salpingectomy with complete extraction of the essure devices in (B)(6) 2019, (B)(6) 2022 hysteroctomy and excision of 2 suspect nevi on the back on (B)(6) 2019). On (B)(6) 2020, the heavy menstrual bleeding had resolved. At the time of the report, the pruritus, dysgeusia and gingival bleeding were resolving. The outcomes for pelvic pain, device breakage, device dislocation, back pain, genital haemorrhage, menstrual disorder, dermatitis contact, headache, coital bleeding, swelling, muscle spasms, amnesia, alopecia, malignant melanoma stage iii, lymphadenopathy, weight decreased, thyroid mass, synovial cyst removal, depressed mood, acne conglobata, fungal infection, vitamin b12 deficiency, muscle contracture, nausea, dizziness, anxiety, disturbance in attention, self esteem decreased, asthenia, memory impairment, anhedonia, urinary incontinence, ovarian cyst, anal incontinence, persistent corneal epithelial defect, contrast media allergy, cervix inflammation and the last episode of insomnia were unknown. The reporter considered abdominal distension, abdominal pain upper, acne conglobata, alopecia, amenorrhoea, amnesia, anal incontinence, anhedonia, anxiety, arthralgia, asthenia, axillary lymphadenectomy, back pain, cervix inflammation, coital bleeding, contrast media allergy, depressed mood, dermatitis contact, device breakage, device dislocation, disturbance in attention, dizziness, dysgeusia, fibromyalgia, fungal infection, gastroenteritis, genital haemorrhage, gingival bleeding, headache, heavy menstrual bleeding, the first episode of insomnia, the second episode of insomnia, lymphadenopathy, malignant melanoma stage iii, memory impairment, menstrual disorder, menstruation irregular, metal poisoning, metastases to lymph nodes, muscle contracture, muscle spasms, nausea, onychoclasis, ovarian cyst, pelvic pain, persistent corneal epithelial defect, pruritus, self esteem decreased, swelling, urinary incontinence, the first episode of urogenital infection fungal, the second episode of urogenital infection fungal, vitamin b12 deficiency and vulvovaginal pruritus to be related to essure administration. No causality assessment was received for essure with regard to weight decreased, thyroid mass or synovial cyst removal. The reporter commented: some discrepant information related to the date of insertion of the essure was visualized (2005 or 2009). Both essure devices are placed without difficulty, 4 coils in the left tube and e coils in the right tube. On (B)(6) 2015 erythematous lesions in neck, pruriginous, have appeared. She has used lexxema and they have grown. Topical ketoconazole prescribed due to possible mycosis. Dose decrease of dabrafenib to half due to severe adverse event (hyperpyrexia reaction + rash). She describes blurry vision, dry eye, pricking-type pain in eye that she also relates to chemotherapy, on (B)(6) 2019 low-grade fever and arthritis secondary to chemotherapy, on (B)(6) 2019 vesical hyperactivity apparently secondary to chemotherapy treatment. On (B)(6) 2019 essure removal. Without incidents. On (B)(6) 2020 myopathy secondary to chemotherapy, treated with paracetamol 100 mg. On (B)(6) 2020 and (B)(6) 2021: test: CT scan chest/abdomen/pelvis with contrast, no signs of tumoral relapse without changes compared to previous CT scan. On (B)(6) 2021 vertebral aches. She refers partial improvement. On (B)(6) 2021: chronic pain that she cannot control with analgesia. Duloxetin increased to 60 mg. On (B)(6) 2021 capsaicin path on axillary scar region + armpit + internal proximal edge of arm. Diagnosis lymphadenoma of left upper limb stage 0 secondary to melanoma unidentified. Sequalae post-surgery left armpit. Left epicondylitis. On (B)(6) 2021 osteoarthritis of the lumbosacral spine without myelopathy or radiculopathy (20-may-2021). Muscle contracture ((B)(6) 2021), unspecified scoliosis ((B)(6) 2021). Prescribed medication arcoxia 1 tablet after breakfast for 1 month. Nolotil 575 mg, paracetamol 1 g, 1 tablet every 6 hours. On (B)(6) 2022 admission on a programmed way for simple total hysterectomy. Total hysterectomy simple by persistency of devicefragment essure hormonal contraception. Vagnal ring (B)(6) 2005 (B)(6) 2018 discrepancy: implantation of essure in the 2005. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] (date unknown): ioidine contrast allergy reaction (appearance of isolated cutaneous pruriginous welts of small size) [biopsy] on (B)(6) 2022: diagnostic imaging study: surgical specimen study. Reason for the study: hysterectomy indicated by the persistence of a fragment of the essure device, after bilateral salpingectomy [biopsy breast] (date unknown): given the suspicion of occult breast carcinoma, a core node biopsy of the largest node is performed. Three passes with a 14-gauge needle. [Braf gene mutation] (date unknown): mutation in v600e [computerised tomogram] in (B)(6) 2019: unremarkable; on (B)(6) 2020: chest-abdominal CT scan with contrast. Reason for test: stage iiic melanoma, operated on. Radiological diagnosis: test without tumoral relapse data; on (B)(6) 2021: no metallic fragments identified; (date unknown): hysterectomy by retained essure device. Assessment diagnosis no signs are seen to suggest distant spread of the melanoma. Hysterectomy. No metallic remains were identified in the pelvis. Comment it is a CT study of the thorax, abdomen, and pelvis, administering intravenous contrast and image acquisition in the portal phase. We compare with previous studies. The most recent CT is from september. In the chest CT we do not see pulmonary nodules or infiltrates. There is no pleural effusion. We do not see any significant lymph nodes in the mediastinum. There is no pleural effusion. Liver with normal size, without focal lesions. Normal adrenal glands. Kidneys with normal size and normal contrast uptake. There are no signs of obstructive uropathy. Pancreas and spleen without alterations. We did not see any significant lymphadenopathy in the retroperitoneum or in the pelvis. We also do not see enlarged nodes in the axillary regions. Hysterectomy surgery changes. The ovaries are normal in size for the patient's age. Relative to the previous september study, the uterus and the small metallic debris attached to the uterine body seen on previous CT scans are no longer identified. No metal attenuation images are seen in the pelvis. Only some small calcified phleboliths were identified on the left side of the pelvis, already visible in previous studies and without changes. We do not see focal lesions in the skeleton that suggest tumor involvement [gynaecological examination] on (B)(6) 2019: a cervical inflammation (neck of the uterus) is detected; on (B)(6) 2019: vulva is explored and the results are normal. Normal vagina. Cervix of normal appearance.; on (B)(6) 2020: fallopian tubes without significant histological changes. Simple paratubal cyst. [Haemoglobin] on (B)(6) 2019: pre-0perative: 12,6 g/dl. [Hysteroscopy] on (B)(6) 2019: both tubal ostia visible, normal. No essure traces observed in cavity and patient referred for hysteroscopy for evaluation of essures. Normal endocervical canal. Endometrial cavity of normal morphology, lined by endometrium with a secretory appearance. Both tubal ostium visible normal. No essure cores are visible in the cavity. [Imaging procedure] on (B)(6) 2019: left essure normal, right essure not visualize, normal adnexa [immunohistochemistry] (date unknown): - ckae1/3 (cytokeratin ae1/ae3); - oestrogens; - progesterone; - gata3; - herceptest ki-67: 5% - e-cadherin - - gata 3; - cd-68; - hmb-45; - s100 +; - melan-a +. [Laparoscopy] on (B)(6) 2019: post-surgery control of essures removal. Findings: normal uterus and adnexa [magnetic resonance imaging] on (B)(6) 2021: did not identify metal fragments [magnetic resonance imaging breast] on (B)(6) 2019: no nodules or enhancements were identified that, due to their morphology, distribution or kinetics, are suspicious of malignancy. In the left armpit, several pathological nodes were observed, rounded and with loss of the fatty hilum, the most prominent being 28 x 38 mm at level I, which had already been biopsied. - no lymphadenopathy is observed in the contralateral axilla or internal mammary chains. [Magnetic resonance imaging head] on (B)(6) 2019: unremarkable [mammogram] on (B)(6) 2019: no nodules or grouped microcaicifications were detected. In the left craniocaudal view, an area of asymmetry is observed in the external quadrants without nodularity in complementary ultrasound. Skin and areola-nipple complex without findings. On complementary ultrasound, no focal lesions are detected in the breast tissue layer. Several enlarged axillary nodes are observed, the largest having a minor axis of 2.4 cm, suspected of malignancy. [Ophthalmological examination] on (B)(6) 2018: no alterations [pathology test] in january 2019: pathological anatomy: nodes in left armpit: lymphoganglionar metastasis of amelanocytic melanoma.; on (B)(6) 2019: upper back skin: compound nevus, lower back skin: intradermal melanocytic nevus; on (B)(6) 2019: fallopian tubes without significant histological alterations. Simple paratubal cyst; on (B)(6) 2022: essure fragment on the external surface of the uterus, close to the right horn. Macroscopic hysterectomy specimen in which the uterus measuring 4.5 x 6 x 2.7 cm is identified, the cervix measures 2.5 x 2.8 cm, and the proximal third of the left fallopian tube is identified. The right trunk is not identified. On the external surface, in the right laterality fundus, a metallic spiral fragment is identified. Upon opening, the cervical and endometrial canal is permeable, no obvious lesions are identified. In the fundus of the uterus, left laterality, a whitish nodular formation measuring 0.6 x 0.5 cm at the subserosal level was identified. Cervix material is selected from the posterior lip in (a1), (a2) anterior lip of the cervix, (a3) sampling of the endometrium, the hematic material is removed and sampling of the area in (a4-a6) is included. [Pathology test] in (B)(6) 2019: pathological anatomy: nodes in left armpit: lymphoganglionar metastasis of amelanocytic melanoma.; on (B)(6) 2019: upper back skin: compound nevus, lower back skin: intradermal melanocytic nevus; on (B)(6) 2019: fallopian tubes without significant histological alterations. Simple paratubal cyst; on (B)(6) 2022: essure fragment on the external surface of the uterus, close to the right horn. Macroscopic hysterectomy specimen in which the uterus measuring 4.5 x 6 x 2.7 cm is identified, the cervix measures 2.5 x 2.8 cm, and the proximal third of the left fallopian tube is identified. The right trunk is not identified. On the external surface, in the right laterality fundus, a metallic spiral fragment is identified. Upon opening, the cervical and endometrial canal is permeable, no obvious lesions are identified. In the fundus of the uterus, left laterality, a whitish nodular formation measuring 0.6 x 0.5 cm at the subserosal level was identified. Cervix material is selected from the posterior lip in (a1), (a2) anterior lip of the cervix, (a3) sampling of the endometrium, the hematic material is removed and sampling of the area in (a4-a6) is included. [Physical breast examination] (date unknown): no nodular lesions found upon palpation of the breast, but suspect axillary lymphadenopathies are palpated; no skin retraction or alterations in the areola-nipple complex found; no spontaneous discharge or discharge on nipple pressure test. [Physical examination] on (B)(6) 2019: ecog score: 0; conscious and oriented patient, well hydrated, normal-colored, eupneic at rest; cardiac auscultation: rhythmic; pulmonary auscultation: normal respiratory sounds; abdomen: normal bowel sounds, soft and depressible, not painful on deep palpation; no signs of peritoneal irritation. [Positron emission tomogram] on (B)(6) 2019: bilateral thyroid nodules; one with heterogeneous attenuation in right thyroid lobe of approximately 13 mm with discrete uptake of fluorodeoxyglucose (fdg) (maximum standardised uptake value [suvmax] 4.0) that we recommend confirming with ultrasound. - multiple left axillary lymphadenopathies, the largest being 3.5 x 2.6 cm with intense uptake of fluorodeoxyglucose (fdg) (maximum standardised uptake value [suvmax] up to 51.8), suggestive of malignancy. - small pulmonary nodule of subpleural location in left lower lobe (image 160 of lung rendering), nonspecific. - essure device. Discrete uptake of fluorodeoxyglucose (fdg) in the endometrial cavity of functional appearance.; in may 2019: thyroid nodes to correlate with ultrasound; on (B)(6) 2020: comparison with pet-CT scan in 09-oct-2019. Diagnostic judgment: postsurgical changes. No relapse evidence [proctoscopy] on (B)(6) 2019: progresses up to 35 cm of anal margin, being unable to progress further due to solid faecal remains. Upon withdrawal, the colonic mucosa is examined with no observation of mucosal or vascular lesions. Given the indication of the exam, random biopsies are taken. [Specialist consultation] on (B)(6) 2020: gynecology consultations and an ultrasound was performed to contrast the finding of a supposed essure fragment in the pelvis, without being able to identify it. It is known that the patient insists on surgery, but given the absence of symptoms, it was decided to request a new control x-ray; on (B)(6) -2020: gynecology consultation to review the results of the tests, and the report of this care states that an MRI is requested to assess whether the fragment is outside or inside the uterus for a possible surgical approach; on (B)(6) 2021: gynecology consultations for a second opinion on possible remains of essure after withdrawal, previous imaging tests to control the foreign body, which were performed in august (echo) and (B)(6) 2020 (nmr) and (B)(6) 2021 (CT scan), without confirming the presence of metal fragments in any of them. The x-ray performed on march 17 shows a metallic image of 1.8 mm, but it is known that follow-up is recommended. The patient wishes to have the remains removed [ultrasound pelvis] on 05-feb-2010: in proximal third of both uterine tubes, hyperechogenic bands are observed which should represente inserted essures; on (B)(6) 2019: a cyst in the right fallopian tube appears as a finding. The left essure is visualized, but the right essure cannot be visualized; on (B)(6) 2020: no image compatible with essure fragment was identified in ultrasound [ultrasound scan] on (B)(6) 2019: normal kidneys. Simple cyst image of 27 mm in right ovary; on (B)(6) 2019: without pathological findings in kidneys nor bladder [ultrasound thyroid] in may 2019: thyroid nodes [x-ray of pelvis and hip] on (B)(6) 2020: a small metallic foreign body measuring approximately 2 mm is identified on the right side of the lesser pelvis. In the lesser pelvis, on the left side, a 4 mm calcification relating to a phlebolith is identified; on (B)(6) 2020: the presence of a foreign body in the pelvis; on (B)(6) 2020: 2-mm metallic fragment in right iliac fossa. No essure fragment is observed in internal genital apparatus; on (B)(6) 2021: shows a metallic image of 1.8 mm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 26-jul-2023: medical record received. Events vaginal itching, bloating, menstruation changes, joint pain , fibromyalgia, urogenital candidiasis, gastroenteritis are added. Medical history updated. Historical drugs added. Lab data added. Reporter causality comment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and later a lawyer and describes the occurrence of pelvic pain ('pelvic pain since insertion, recurrent'), device breakage ('a small metallic foreign body measuring approximately 2 mm is identified on the right side of the lesser pelvis, in right iliac fossa') and device dislocation ('left essure normal, right essure not visualize') in a 40-year-old female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea on (B)(6) 2009, dysthymic disorder on (B)(6) 2007, nervousness in 2006, discouragement in 2006, mole excision (reported benign) in 1995, pregnancy (2), parity 1, abortion (1), asthma and eye operation (myopia and astigmatism). No toxic habits. Previously administered products included for an unreported indication: utrogestan on (B)(6) 2009. Concurrent conditions included pollinosis since 2003, drug allergy and grass allergy. Family history included pancreatic cancer (85-year-old paternal grandfather). Concomitant products included dabrafenib from (B)(6) 2019 and trametinib from (B)(6) 2019 for adjuvant therapy. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced back pain ("constant lower back pain / chronic lower back pain, recurrent "). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual alterations since essure placement"), 4 days after insertion of essure. In 2012, the patient underwent synovial cyst removal ("operated on for synovial cyst on left wrist"). In 2013, the patient experienced dermatitis contact ("eczema with metal earrings"). On (B)(6) 2013, the patient experienced depressed mood ("sensation of depression"). On (B)(6) 2014, the patient experienced acne conglobata ("cellulitis scalp"). On (B)(6) 2014, the patient experienced lymphadenopathy ("adenopathies, scalp and neck / multiple left laterocervical and left occipital adenopathies"). On (B)(6) 2014, the patient experienced urogenital infection fungal ("urogenital candidiasis"). On (B)(6) 2015, the patient experienced fungal infection ("erythematous lesions in neck, pruriginous have appeared and new lesions in chest have appeared"). In (B)(6) 2018, the patient was found to have weight decreased ("weight loss of 11 kg"). On (B)(6) 2018, the patient experienced muscle contracture ("bilateral lumbar paravertebral contracture"). On (B)(6) 2018, the patient experienced vitamin b12 deficiency ("vitamin b12 deficit"). In (B)(6) 2018, the patient was found to have metastases to lymph nodes ("tumors in the left armpit / nodule in the left armpit / lymphoganglionic metastasis of amelanotic melanoma"). On (B)(6) 2019, the patient experienced dizziness ("dizziness after nuclear magnetic resonance"). On (B)(6) 2019, the patient experienced nausea ("nauseous sensation 1 day after nuclear magnetic resonance"). On (B)(6) 2019, the patient experienced device dislocation (seriousness criterion medically significant), coital bleeding ("bleeding with intercourse") and cervix inflammation ("a cervical inflammation, neck of the uterus"). On (B)(6) 2019, the patient underwent mole excision ("excision of 2 suspect nevi on the back"). On (B)(6) 2019, the patient experienced the first episode of insomnia ("insomnia recurrent") and anxiety ("anxiety"). On (B)(6) 2019, the patient was found to have malignant melanoma stage iii ("stage iiic melanoma of unknown primary with complete resection braf mutated"). On (B)(6) 2019, the patient experienced disturbance in attention ("concentration difficulty"). On (B)(6) 2019, the patient experienced self esteem decreased ("self-esteem decrease, hopelessness"), asthenia ("asthenia") and anhedonia ("anhedonia"). On (B)(6) 2019, the patient experienced memory impairment ("she is having a hard time retaining information, memory issues"). On (B)(6) 2019, the patient experienced ovarian cyst ("cyst image of 27 mm in right ovary") and anal incontinence ("episode of fecal incontinency"). On (B)(6) 2019, the patient experienced corneal erosion ("recurrent corneal erosions right eye"). On (B)(6) 2020, the patient experienced device breakage (seriousness criterion medically significant). On (B)(6) 2021, the patient experienced complication of device removal ("possible remains of essure after withdrawal, x-ray showed a metalic image of 1.8mm"). On an unknown date, the patient experienced genital haemorrhage ("excessive bleeding"), swelling ("swelling"), the second episode of insomnia ("insomnia"), muscle spasms ("muscle spasms"), amnesia ("memory loss"), pruritus ("itching of the body and hips"), alopecia ("hair loss"), onychoclasis ("brittle nails"), abdominal pain upper ("stomach pain"), metal poisoning ("metallosis"), thyroid mass ("bilateral thyroid nodules"), amenorrhoea ("amenorrhoea episodes"), dysgeusia ("metallic taste and bleeding from the gums have decreased"), gingival bleeding ("metallic taste and bleeding from the gums have decreased"), heavy menstrual bleeding ("last period was long"), headache ("mild headache in context of menstruation / headache 4 days per week, recurrent"), urinary incontinence ("urinary incontinency") and contrast media allergy ("iodine contrast allergy reaction (appearance of isolated cutaneous pruriginous welts of small size)") and underwent axillary lymphadenectomy ("left axillary lymphadenectomy, with resection of 30 lymph nodes, 10 of them affected by melanoma metastasis"). The patient was treated with betahistine hydrochloride (serc), ciprofloxacin, clindamycin, clotrimazole, cyanocobalamin (optovite b12), dexketoprofen, dexketoprofen trometamol (enantyum), diazepam, duloxetine hydrochloride (duloxetin generico), hyaluronate sodium;netilmicin sulfate;xanthan gum (xanternet), ibuprofen, ketoconazole, lorazepam, macrogol 400;propylene glycol (systane), metamizole, methylprednisolone aceponate (lexxema), omeprazole, paracetamol and surgery (bilateral salpingectomy with complete extraction of the essure devices in (B)(6) 2019). Essure was removed on (B)(6) 2019. On (B)(6) 2020, the heavy menstrual bleeding had resolved. At the time of the report, the pelvic pain, device breakage, device dislocation, genital haemorrhage, swelling, the last episode of insomnia, muscle spasms, back pain, amnesia, alopecia, metastases to lymph nodes, weight decreased, thyroid mass, synovial cyst removal, axillary lymphadenectomy, mole excision, depressed mood, lymphadenopathy, urogenital infection fungal, acne conglobata, fungal infection, vitamin b12 deficiency, muscle contracture, nausea, coital bleeding, dizziness, menstrual disorder, dermatitis contact, anxiety, disturbance in attention, malignant melanoma stage iii, self esteem decreased, asthenia, memory impairment, anhedonia, headache, urinary incontinence, ovarian cyst, anal incontinence, corneal erosion, contrast media allergy, cervix inflammation and complication of device removal outcome was unknown and the pruritus, dysgeusia and gingival bleeding was resolving. The reporter provided no causality assessment for synovial cyst removal, thyroid mass and weight decreased with essure. The reporter considered abdominal pain upper, acne conglobata, alopecia, amenorrhoea, amnesia, anal incontinence, anhedonia, anxiety, asthenia, axillary lymphadenectomy, back pain, cervix inflammation, coital bleeding, complication of device removal, contrast media allergy, corneal erosion, depressed mood, dermatitis contact, device breakage, device dislocation, disturbance in attention, dizziness, dysgeusia, fungal infection, genital haemorrhage, gingival bleeding, headache, heavy menstrual bleeding, lymphadenopathy, malignant melanoma stage iii, memory impairment, menstrual disorder, metal poisoning, metastases to lymph nodes, mole excision, muscle contracture, muscle spasms, nausea, onychoclasis, ovarian cyst, pelvic pain, pruritus, self esteem decreased, swelling, urinary incontinence, urogenital infection fungal, vitamin b12 deficiency, the first episode of insomnia and the second episode of insomnia to be related to essure. The reporter commented: some discrepant information related to the date of insertion of the essure was visualized (2005 or 2009). Both essure devices are placed without difficulty, 4 coils in the left tube and e coils in the right tube. On (B)(6) 2015 erythematous lesions in neck, pruriginous, have appeared. She has used lexxema and they have grown. Topical ketoconazole prescribed due to possible mycosis. Dose decrease of dabrafenib to half due to severe adverse event (hyperpyrexia reaction + rash). She describes blurry vision, dry eye, pricking-type pain in eye that she also relates to chemotherapy, on (B)(6) 2019 low-grade fever and arthritis secondary to chemotherapy, on (B)(6) 2019 vesical hyperactivity apparently secondary to chemotherapy treatment. On (B)(6) 2019 essure removal. Without incidents. On (B)(6) 2020 myopathy secondary to chemotherapy, treated with paracetamol 100 mg. On (B)(6) 2020 and (B)(6) 2021: test: CT scan chest/abdomen/pelvis with contrast, no signs of tumoral relapse without changes compared to previous CT scan. On (B)(6) 2021 vertebral aches. She refers partial improvement. On (B)(6) 2021: chronic pain that she cannot control with analgesia. Duloxetin increased to 60 mg. On (B)(6) 2021 capsaicin path on axillary scar region + armpit + internal proximal edge of arm. Diagnosis lymphadenoma of left upper limb stage 0 secondary to melanoma unidentified. Sequelae post-surgery left armpit. Left epicondylitis. On (B)(6) 2021 osteoarthritis of the lumbosacral spine without myelopathy or radiculopathy ((B)(6) 2021). Muscle contracture ((B)(6) 2021), unspecified scoliosis ((B)(6) 2021). Prescribed medication arcoxia 1 tablet after breakfast for 1 month. Nolotil 575 mg, paracetamol 1 g, 1 tablet every 6 hours. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: iodine contrast allergy reaction (appearance of isolated cutaneous pruriginous welts of small size). Braf gene mutation - on an unknown date: mutation in v600e. Biopsy breast - on an unknown date: given the suspicion of occult breast carcinoma, a core node biopsy of the largest node is performed. Three passes with a 14-gauge needle. Computerised tomogram - in (B)(6) 2019: unremarkable; on (B)(6) 2020: chest-abdominal CT scan with contrast. Reason for test: stage iiic melanoma, operated on. Radiological diagnosis: test without tumoral relapse data; on (B)(6) 2021: no metallic fragments identified. Gynaecological examination - on (B)(6) 2019: a cervical inflammation (neck of the uterus) is detected; on (B)(6) 2019: vulva is explored and the results are normal. Normal vagina. Cervix of normal appearance.; on (B)(6) 2020: fallopian tubes without significant histological changes. Simple paratubal cyst. Haemoglobin - on (B)(6) 2019: pre-operative: 12,6 g/dl. Hysteroscopy - on (B)(6) 2019: both tubal ostia visible, normal. No essure traces observed in cavity. Imaging procedure - on (B)(6) 2019: left essure normal, right essure not visualize, normal adnexa. Immunohistochemistry - on an unknown date: - ckae1/3 (cytokeratin ae1/ae3); - oestrogens; - progesterone; - gata3; - herceptest ki-67: 5% - e-cadherin - - gata 3; - cd-68; - hmb-45; - s100 +; - melan-a +. Magnetic resonance imaging - on (B)(6) 2021: did not identify metal fragments. Magnetic resonance imaging breast - on (B)(6) 2019: no nodules or enhancements were identified that, due to their morphology, distribution or kinetics, are suspicious of malignancy. In the left armpit, several pathological nodes were observed, rounded and with loss of the fatty hilum, the most prominent being 28 x 38 mm at level I, which had already been biopsied. - no lymphadenopathy is observed in the contralateral axilla or internal mammary chains.. Magnetic resonance imaging head - on (B)(6) 2019: unremarkable. Mammogram - on (B)(6) 2019: no nodules or grouped microcalcifications were detected. In the left craniocaudal view, an area of asymmetry is observed in the external quadrants without nodularity in complementary ultrasound. Skin and areola-nipple complex without findings. On complementary ultrasound, no focal lesions are detected in the breast tissue layer. Several enlarged axillary nodes are observed, the largest having a minor axis of 2.4 cm, suspected of malignancy. Ophthalmological examination - on (B)(6) 2018: no alterations. Pathology test - in (B)(6) 2019: pathological anatomy: nodes in left armpit: lymphoganglionar metastasis of amelanocytic melanoma.; on (B)(6) 2019: upper back skin: compound nevus, lower back skin: intradermal melanocytic nevus; on (B)(6) 2019: fallopian tubes without significant histological alterations. Simple paratubal cyst. Physical breast examination - on an unknown date: no nodular lesions found upon palpation of the breast, but suspect axillary lymphadenopathies are palpated; no skin retraction or alterations in the areola-nipple complex found; no spontaneous discharge or discharge on nipple pressure test. Physical examination - on (B)(6) 2019: ecog score: 0; conscious and oriented patient, well hydrated, normal-colored, eupneic at rest; cardiac auscultation: rhythmic; pulmonary auscultation: normal respiratory sounds; abdomen: normal bowel sounds, soft and depressible, not painful on deep palpation; no signs of peritoneal irritation.. Positron emission tomogram - on (B)(6) 2019: bilateral thyroid nodules; one with heterogeneous attenuation in right thyroid lobe of approximately 13 mm with discrete uptake of fluorodeoxyglucose (fdg) (maximum standardised uptake value [suvmax] 4.0) that we recommend confirming with ultrasound. - multiple left axillary lymphadenopathies, the largest being 3.5 x 2.6 cm with intense uptake of fluorodeoxyglucose (fdg) (maximum standardised uptake value [suvmax] up to 51.8), suggestive of malignancy. - small pulmonary nodule of subpleural location in left lower lobe (image 160 of lung rendering), nonspecific. - essure device. Discrete uptake of fluorodeoxyglucose (fdg) in the endometrial cavity of functional appearance.; in (B)(6) 2019: thyroid nodes to correlate with ultrasound; on (B)(6) 2020: comparison with pet-CT scan in (B)(6) 2019. Diagnostic judgment: postsurgical changes. No relapse evidence. Proctoscopy - on (B)(6) 2019: progresses up to 35 cm of anal margin, being unable to progress further due to solid faecal remains. Upon withdrawal, the colonic mucosa is examined with no observation of mucosal or vascular lesions. Given the indication of the exam, random biopsies are taken.. Specialist consultation - on (B)(6) 2020: gynecology consultations and an ultrasound was performed to contrast the finding of a supposed essure fragment in the pelvis, without being able to identify it. It is known that the patient insists on surgery, but given the absence of symptoms, it was decided to request a new control x-ray; on (B)(6) 2020: gynecology consultation to review the results of the tests, and the report of this care states that an MRI is requested to assess whether the fragment is outside or inside the uterus for a possible surgical approach; on (B)(6) 2021: gynecology consultations for a second opinion on possible remains of essure after withdrawal, previous imaging tests to control the foreign body, which were performed in (B)(6) (echo) and (B)(6) 2020 (nmr) and (B)(6) 2021 (CT scan), without confirming the presence of metal fragments in any of them. The x-ray performed on march 17 shows a metallic image of 1.8 mm, but it is known that follow-up is recommended. The patient wishes to have the remains removed. Ultrasound pelvis - on (B)(6) 2010: in proximal third of both uterine tubes, hyperechogenic bands are observed which should represent inserted essures; on (B)(6) 2019: a cyst in the right fallopian tube appears as a finding. The left essure is visualized, but the right essure cannot be visualized; on (B)(6) 2020: no image compatible with essure fragment was identified in ultrasound. Ultrasound scan - on (B)(6) 2019: normal kidneys. Simple cyst image of 27 mm in right ovary; on (B)(6) 2019: without pathological findings in kidneys nor bladder. Ultrasound thyroid - in (B)(6) 2019: thyroid nodes. X-ray of pelvis and hip - on (B)(6) 2020: a small metallic foreign body measuring approximately 2 mm is identified on the right side of the lesser pelvis. In the lesser pelvis, on the left side, a 4 mm calcification relating to a phlebolith is identified; on (B)(6) 2020: the presence of a foreign body in the pelvis; on (B)(6) 2020: 2-mm metallic fragment in right iliac fossa. No essure fragment is observed in internal genital apparatus; on (B)(6) 2021: shows a metallic image of 1.8 mm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2022: the follow information were included consumer's reporter updated, lawyer's reporter, patient's information updated, medical history, historical drug, lab data, essure start date, treatment products, new events: depressed mood, cellulitis, dissecting cellulitis of scalp, lymphadenopathy , mycosis, vitamin b12 deficiency, muscle contracture, dizziness, nausea, menstrual disorder, device dislocation,, contact eczema, anxiety, insomnia, malignant melanoma stage iii, mental concentration difficulty, asthenia, anhedonia, self-esteem decrease, memory disturbance, headache, urinary incontinence, ovarian cyst, fecal incontinence, corneal erosion, iodine contrast media allergy, cervix inflammation, complication of device removal, onset date added to pelvic pain female, outcome taste metallic updated from unknown to recovering/resolving based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('a small metallic foreign body measuring approximately 2 mm is identified on the right side of the lesser pelvis') in a 49-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included mole excision (reported benign) in 1995, pregnancy (2), parity 1, abortion (1), asthma, melanoma (stage iiib with the presence of a braf mutation; several pathological lymph nodes were observed in the left armpit, with loss of fatty hilum, of 38 mm in size, the largest in level I. Braf mutational study was requested, showing mutation in v600e) and eye operation (myopia and astigmatism). No toxic habits. Concurrent conditions included drug allergy and grass allergy. Family history included pancreatic cancer (85-year-old paternal grandfather). Concomitant products included dabrafenib and trametinib for adjuvant therapy. On an unknown date, the patient had essure inserted. In 2012, the patient underwent synovial cyst removal ("operated on for synovial cyst on left wrist"). In (B)(6) 2018, the patient was found to have weight decreased ("weight loss of 11 kg"). In (B)(6) 2018, the patient was found to have metastases to lymph nodes ("tumors in the left armpit / nodule in the left armpit / lymphoganglionic metastasis of amelanotic melanoma"). On (B)(6) 2019, the patient underwent mole excision ("excision of 2 suspect nevi on the back"). On (B)(6) 2020, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), swelling ("swelling"), insomnia ("insomnia"), muscle spasms ("muscle spasms"), back pain ("constant lower back pain / chronic lower back pain"), amnesia ("memory loss"), pruritus ("itching of the body and hips"), alopecia ("hair loss"), onychoclasis ("brittle nails"), abdominal pain upper ("stomach pain"), metal poisoning ("metallosis"), thyroid mass ("bilateral thyroid nodules"), amenorrhoea ("amenorrhoea episodes"), dysgeusia ("metallic taste and bleeding from the gums have decreased"), gingival bleeding ("metallic taste and bleeding from the gums have decreased") and menorrhagia ("last period was long") and underwent axillary lymphadenectomy ("left axillary lymphadenectomy, with resection of 30 lymph nodes, 10 of them affected by melanoma metastasis"). The patient was treated with dexketoprofen trometamol (enantyum), metamizole, omeprazole, paracetamol and surgery (bilateral salpingectomy with complete extraction of the essure devices). Essure was removed on (B)(6) 2019. On (B)(6) 2020, the menorrhagia had resolved. At the time of the report, the pelvic pain, device breakage, genital haemorrhage, swelling, insomnia, muscle spasms, back pain, amnesia, alopecia, metastases to lymph nodes, thyroid mass, synovial cyst removal, axillary lymphadenectomy, mole excision and dysgeusia outcome was unknown and the pruritus and gingival bleeding was resolving. The reporter provided no causality assessment for synovial cyst removal, thyroid mass and weight decreased with essure. The reporter considered abdominal pain upper, alopecia, amenorrhoea, amnesia, axillary lymphadenectomy, back pain, device breakage, dysgeusia, genital haemorrhage, gingival bleeding, insomnia, menorrhagia, metal poisoning, metastases to lymph nodes, mole excision, muscle spasms, onychoclasis, pelvic pain, pruritus and swelling to be related to essure. The reporter commented: some discrepant information related to the date of insertion of the essure was visualized (2005 or 2009). Diagnostic results (normal ranges are provided in parenthesis if available): biopsy breast - on an unknown date: given the suspicion of occult breast carcinoma, a core node biopsy of the largest node is performed. Three passes with a 14-gauge needle.. Gynaecological examination - on (B)(6) 2019: vulva is explored and the results are normal. Normal vagina. Cervix of normal appearance.; on (B)(6) 2020: fallopian tubes without significant histological changes. Simple paratubal cyst. Haemoglobin - on (B)(6) 2019: pre-0perative: 12,6 g/dl. Immunohistochemistry - on an unknown date: - ckae1/3 (cytokeratin ae1/ae3); oestrogens; progesterone; gata3; herceptest ki-67: 5% - e-cadherin - gata 3; cd-68; hmb-45; s100 +; melan-a +. Magnetic resonance imaging breast - on (B)(6) 2019: no nodules or enhancements were identified that, due to their morphology, distribution or kinetics, are suspicious of malignancy. In the left armpit, several pathological nodes were observed, rounded and with loss of the fatty hilum, the most prominent being 28 x 38 mm at level I, which had already been biopsied. - no lymphadenopathy is observed in the contralateral axilla or internal mammary chains. Mammogram - on (B)(6) 2019: no nodules or grouped microcaicifications were detected. In the left craniocaudal view, an area of asymmetry is observed in the external quadrants without nodularity in complementary ultrasound. Skin and areola-nipple complex without findings. On complementary ultrasound, no focal lesions are detected in the breast tissue layer. Several enlarged axillary nodes are observed, the largest having a minor axis of 2.4 cm, suspected of malignancy.. Ophthalmological examination - on (B)(6) 2018: no alterations. Pathology test - on (B)(6) 2019: upper back skin: compound nevus lower back skin: intradermal melanocytic nevus. Physical breast examination - on an unknown date: no nodular lesions found upon palpation of the breast, but suspect axillary lymphadenopathies are palpated; no skin retraction or alterations in the areola-nipple complex found; no spontaneous discharge or discharge on nipple pressure test. Physical examination - on (B)(6) 2019: ecog score: 0; conscious and oriented patient, well hydrated, normal-colored, eupneic at rest; cardiac auscultation: rhythmic; pulmonary auscultation: normal respiratory sounds; abdomen: normal bowel sounds, soft and depressible, not painful on deep palpation; no signs of peritoneal irritation. Positron emission tomogram - on (B)(6) 2019: bilateral thyroid nodules; one with heterogeneous attenuation in right thyroid lobe of approximately 13 mm with discrete uptake of fluorodeoxyglucose (fdg) (maximum standardised uptake value [suvmax] 4.0) that we recommend confirming with ultrasound. - multiple left axillary lymphadenopathies, the largest being 3.5 x 2.6 cm with intense uptake of fluorodeoxyglucose (fdg) (maximum standardised uptake value [suvmax] up to 51.8), suggestive of malignancy. - small pulmonary nodule of subpleural location in left lower lobe (image 160 of lung rendering), nonspecific. - essure device. Discrete uptake of fluorodeoxyglucose (fdg) in the endometrial cavity of functional appearance.. Proctoscopy - on (B)(6) 2019: progresses up to 35 cm of anal margin, being unable to progress further due to solid faecal remains. Upon withdrawal, the colonic mucosa is examined with no observation of mucosal or vascular lesions. Given the indication of the exam, random biopsies are taken. X-ray of pelvis and hip - on (B)(6) 2020: a small metallic foreign body measuring approximately 2 mm is identified on the right side of the lesser pelvis. In the lesser pelvis, on the left side, a 4 mm calcification relating to a phlebolith is identified. Amendment: the report was amended for the following reason: due to internal review the event code neoplasm was changed to metastases to lymph nodes. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.